Manufacturer narrative:
H1 updated ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury" event reported for malfunction only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that urinary retention was prior to the device and not worsened by the device. They just recently made appointment to get recalibrated with rep and improved use met to previous but suggested they see urologist about getting updated device. The sudden stopped of help was due to change in activity level. They created a new stronger setting. They will follow up with urologist to get updated device or battery change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device is not helping their symptoms. Patient 1st said the device "all of a sudden" stopped helping then said it wasn't all of a sudden. Patient said the have been changing the settings for the last 3 weeks. Patient said they have tried all 4 programs and none of them helped their symptoms. Patient said they are retaining urine. Patient said they are able to feel stimulation. Patient hasn't had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.